Event description:
It was reported patient received multiple inappropriate hv therapies for svt with rvr. Device functioned as programmed, and no programming changes were made. Patient medication was adjusted to control rapid ventricular response. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.